Manufacturer narrative:
Updated fields. The field service engineer (fse) replaced the safety disk. After replacement, the unit passed the leak test. The unit passed all functional and safety tests, and the unit is in good working condition.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the safety disk failed on the cardiosave intra-aortic balloon pump (iabp). There was no patient involved.